Event description:
A potential product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution, this issue is being reported. The gantry rotated without any command. The sys was functioning properly for 3 days and then started to turn without any command during pt setup. The gantry did not stop until the motion stop button was pushed. The customer has already replaced the motor controller, pot, encoder, fc0 yet the machine functioned only 3 days and it malfunctioned again. The customer has ordered motor driver cards and a connector. After having this problem, the customer turned off the sys several times and it started to work normally. The machine reliability is questionable. There is no info to suggest that a serious injury or mistreatment occurred.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical). Reason: the complaint behavior may potentially result in a serious injury. There are emergency off buttons installed and they have been used to stop the unintended gantry motion. Probability: b (improbable). Reason: according to the user manual, the therapist must supervise the pt treatment all the time and stop any unexpected motion of the sys before a pt is injured by moving parts. No other products are affected.